Event description:
New information indicated that the patient presented to the emergency room (ER) complaining of dizziness, generalized weakness, dyspnea, and worsening le edema weeks post device upgrade procedure. Chest x-ray was done in the emergency department (ed). Echo showed pericardial effusion with tamponade. The patient moved to the intensive care unit (ICU) and had pericardial window. The next day, patient had CT abdomen and abdominal ultrasound that showed modest abdominal and pelvic ascites and small bilateral pleural effusions. Due to continued dyspnea, the patient had a thoracentesis on (B)(6) 2020, and a paracentesis on the same day. Patient was discharged in stable condition on (B)(6) 2020.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-07106; related manufacturer reference number: 2938836-2020-07432. It was reported that the patient developed a pericardial effusion post device upgrade procedure. The patient reported hospitalization and medical intervention was performed. Medical records did not specify the cause of the pericardial effusion. All device interrogations since the procedure show normal function with all leads working properly. Post-implant, there was no indication that the leads caused any issues. The physician suspects the pericardial effusion could have been caused by either the atrial or ventricular leads, likely due to the screws. However, the medical records available were unable to determine which lead caused the event. The patient was discharged in stable condition.